Event description:
It was reported by the customer that before use, the cs300 (iabp) had an error upon startup, indicating an automatic inflation malfunction. The hospital requested repair services. No patient was involved. The safety disc has expired. Problem was resolved by replacement of drive valve assembly (manifold drive (d104-00-0018)). The most probable cause of the malfunction was expired safety disk, therefore the root cause was user error. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
(B)(6).